Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient rec'd two scs leads from the same lot number. It was reported the patient underwent an scs system trial procedure on (B)(6) 2014. A sjm representative spoke with the patient on the evening of trial ((B)(6) 2014) and the patient complained of severe abdominal pain. The patient stated his stimulation was turned off. The sjm representative notified the patient's physician. The patient ws taken to the emergency room and the leads were removed. An MRI revealed an epidural hematoma had developed. A laminectomy was performed to decompress the hematoma. The physician reported he spoke with the patient on (B)(6) 2014 and the patient was reportedly doing well.